Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 3389s-40, lot# va1eu1g, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. Product ID: 3389s-40, lot# va1end8, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: extension.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient had an infection at the lead electrode site. The patient¿s system was explanted. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.